Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart monitor would reboot periodically without notice. The system passed the system checkout and was found to be fully functional. The pc over ip (pcoip) cable was returned to the manufacturer for analysis. Visual and functional testing found no problem with the returned cable. The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip would boot cycle after a few minutes of operation. Analysis found that the reported event was related to a software failure. This issue was documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a lumbar spinal fusion. It was reported that during the navigate task of a procedure, the camera cart had switched to a different logo for about ten seconds, then came back on. The site thought the logo message may have said "pc over ip (pcoip)", but it was larger than the "pcoip" message that appears if you disconnect the camera cart and it did not say not connected. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
An additional system checkout was performed and found that the pc over ip (pcoip) kept cycling on the camera cart, making the monitor unusable during that time. The pcoip was replaced and the same issue occurred. The pcoip was to be replaced again. An additional system checkout was performed and the issue resolved with the replacement of the pcoip. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found no fault. The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip would boot cycle after a few minutes of operation. Analysis found that the reported event was related to a software failure. This issue was documented in a hardware anomaly tracking database. Another pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip would boot cycle after a few minutes of operation. Analysis found that the reported event was related to a software failure. This issue was documented in a hardware anomaly tracking database. The universal serial bus (usb) connector was returned to the manufacturer for analysis. Analysis found that the cable had physical damage to the bottom usb connector. (B)(4). If information is provided in the future, a supplemental report will be issued.